Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked display window, minor scratches on the lcd window, and bleeding lcd glass. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had cracks on the screen. The customer's blood glucose was 115 mg/dl. The device had hit the floor, along with the infusion set. Customer stated she is able to read the screen and the device is working correctly. Customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.